Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal distension ("hormonal changes describe: bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdomen pain") and pelvic pain ("pelvic pain"). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal distension, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: currently planning for essure removal: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received. Events per pfs: hormonal changes describe: bloating, abnormal bleeding(vaginal, menorrhagia), migration of essure device location of device: unknown, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, pelvic pain, plaintiff did not perform essure confirmation test were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.